Manufacturer narrative:
H3: product ID: 97755, serial# (B)(6), product type: recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, no device found message was observed. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is approximate year is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755; serial#: (B)(6); UDI#: (B)(4). ; product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for the call was for the past several weeks the patient has been having issues charging their implanted neurostimulator. Patient stated that they keep getting a message that says cannot charge reposition the device. Patient also stated that the recharger overheating specifically, recharger cord is getting really hot. Patient mentioned that they have tried resetting the controller but that did not resolve the issue. An email was sent to the repair department to replace the recharger. No symptoms were reported.